Event description:
It was reported there was a problem report: rep reported an issue on the bilateral l5 robot trajectories of the robot's arm pass interfering with the patient. Event occurred during a single position lateral fusion. It occurred during a robot navigation. Patient was in a lateral position with their left side up. Robot came in from the patient's back towards the head. Troubleshooting resulted in a 5-8 min delay with multiple trouble shooting efforts with the final solution not being ideal. Next day of surgery: (B)(6).

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 (concomitant) h3, h6: investigation summary: according to the information received, the issue with the following product: 451611001 sn (B)(6). Rep reported an issue on the bilateral l5 robot trajectories of the robot's arm pass interfering with the patient. Results received from the engineering team: (uploaded under velys navigation station (B)(6). Investigation summary : the investigation was conducted by the r&d team. The log files were reviewed and investigated by the r&d team. The investigation did not confirmed "robot's arm pass interfering with the patient". However, log review confirmed that several attempts were made to get the robotic arm aligned on l4l and l5l following user preferences and ideal solutions. Based on the review and analysis of log files, the software behaved as expected - no defect found : the robotic arm was trying to align based on information's available and reachability. There were no defects found with the system and software. The user indicated that there was no negative impact to the patient outcome. This issue will be continued to be monitored through complaint trending as part of post market surveillance. Root cause : based on the review and analysis of log files, no defect was found in the robotic arm alignment path. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. No manufacturing record evaluation required as no manufacturer or service related issue found if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.